Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly observed during the analysis. Checked o-rings and stopper groove for defects and none were found. The reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the reservoirs leaked into the reservoir chamber, and the customer was experiencing high blood glucose of 475mg/dl. No further information was provided.